Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# unknown, explanted: 2015-(B)(6), product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the 8709sc noted the catheter was received in two segments. Under microscope inspection a hole was found in an area 16.5 cm from the proximal end of segment 1. It was not possible to determine how and when this hole may have occurred but it seemed to be the results of some type of mechanical force. The hole was not related to the manufacture of the catheter. This catheter¿s body had a user related hole. Analysis of the 8596sc revealed that it was returned in segments and it had acceptable testing. (B)(4).

Event description:
It was reported that there was a catheter issue. There was an uncertainty of the issue but since the pump replacement the patient showed significant signs of clinical withdrawal, suspicion of withdrawal, from the baclofen and a loss of therapy. The symptoms included fever, flu-like symptoms, headache, sweating, increased spasticity, less than (B)(6) therapy relief, underdose symptoms, facial rash and tachycardia. The location of the symptoms/issue was reported as the device pocket and catheter track. The symptoms were not resolved by increasing the dose followed by a bolus of 75 mcg given rapidly. The patient was started on oral baclofen 30 mgs tds which relieved the withdrawal symptoms. Reprogramming also occurred. The location of the catheter issue was reported as the proximal segment. This required hospitalization and surgical intervention to diagnostically investigate and then to replace the pump segment of the catheter. When patient was cut open at the old scar site, a lot of clear fluid was found inside the pump pocket and the neurosurgeon suspected that this was csf. The pump was emptied to ensure there was the correct expected volume of 38.1 ml as the surgeon managed to remove approximately 37 ml to ensure that the clear fluid in the pocket was not baclofen. Cerebrospinal fluid (csf) backflow was present and there was the ability to withdraw 2.5 ml from the catheter access port (cap). The product issue was reported as resolved. At the time of the report the patient's status was reported as alive-no injury. It was further reported that the patient was still not responding to therapy. The patient was taken back to the operating room on 2015-(B)(6) to replace the old (B)(4)catheter with an ascend a catheter. Reportedly, during this procedure the old catheter had csf back flow when it was disconnected from the pump. When they tried to remove the old catheter from a spinal incision the surgeon looked for a long time and was not able to find neither the spinal section of the catheter nor the anchor. It was not seen on x-ray due to the poor quality of the screening as the patient was very large so they simply could not get any good quality x-rays to review the old or new catheter positions. The neurosurgeon ended up removing the old catheter by pulling it out via the pump pocket incision and there was no anchor attached to the spinal segment after the catheter was removed. It was reported as unlikely that this catheter would have been implanted without an anchor and therefore thought that as the anchor was not found and not removed that the anchor still remained within the patient. Following the new catheter, the patient improved and responded to the baclofen treatment and he was discharged home on 2015-(B)(6). This device system delivered baclofen. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.